Manufacturer narrative:
Additional information received on 5/4/2020, indicated that the patient rescheduled her surgery for (B)(6) 2020 due to covid19. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 24th, 2020 additional information received indicated that the patient underwent bilateral removal and replacements with mentor saline implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information on 2/14/2020, indicated that the left device cat#:3503630 sn#: (B)(6) and concomitant product is: cat#:3503630 sn#:(B)(6). Date of explantation scheduled for (B)(6) 2020. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear measuring approximately 0.7 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)..

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Concomitant medical products: unknown saline implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old biracial female patient underwent a primary breast augmentation with unknown saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.